Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. It was reported that they were trying to connect to an implantable neurostimulator (ins) prior to a case with their tablet but received, 'device version not supported, the detected device version is not supported by this application, please call medtronic.' Caller stated they called one of their partners, who had an "updated" tablet, and they tried to connect again, but the same message appeared. Caller then used a different ins and was able to connect without issue. The issue was not resolved through troubleshooting. Caller has device to return.